Event description:
It was reported by the customer that the device would continue to run without user activation. The customer stated that they did not have any other information about this event.

Manufacturer narrative:
Internal components were evaluated, which revealed that the contact pins were burnt and the presence of corrosion on the handpiece.